Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic transverse colon procedure, the device tissue pad was starting to detach, no piece fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.